Event description:
It was reported that the 9900 system had incorrectly annotated markers. The images were marked with a right marker and sent to pacs and then when recalled there was a left marker on the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software upgrade was re-installed during the service call. The system was tested and found to be working as intended and put back into service.